Manufacturer narrative:
The syringe containing approximately 0.05ml of onyx was returned for investigation. The evaluation showed that the catheter ruptured due to over-pressurization. (B)(4).

Event description:
Treatment of type ii endoleak of aaa (abdominal aortic aneurysm). During the procedure in tortuous anatomy, it was reported that the first tornado coil was delivered through the rebar catheter with no issues using a saline flush; however, subsequent coils had problems leaving the tip of the catheter. Once all the coils were deployed. Onyx was injected through the same rebar catheter and onyx was observed to be leaking out near the catheter tip. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00510.